Event description:
It was reported to the MDR as told by direct supply ((B)(6)) via the facility, it was reported that the following occurred on (B)(6) 2011, per (B)(6), their customer reported an event that occurred, a pt was being lifted from the floor, as the lift started, two pins tht hold the base to the mast stripped out and the boom dropped to floor. Per facility, the pt received a bump on the head and sustained no other injury. The product has been taken out of use. Follow up investigation revealed, per facility, the pt had slid onto the floor, the device was positioned and the sling was placed. As weight was applied, the pin sheared where the mast attaches to the base. The pt was not dropped in that the pt was not off the ground. The boom fell and hit the pt on the head. The pt sustained a laceration and was sent to the e.r. And received treatment. The facility would not disclose the extent of the injury or type of treatment. The facility did report the pt was ok. (B)(4) has been issued to obtain device for evaluation. It has not been returned as of this writing.

Manufacturer narrative:
(B)(4).